Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with an epithelial defect after lasik treatment. Topical steroid dosage was increased and a bandage contact lens was placed on the left eye. The patient noted vision was slightly blurry. Visual acuity is improving daily. Epithelial defect has resolved 100%. Trace superficial punctuate keratitis (spk)/inflammation was noted and continues to be monitored. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).